Manufacturer narrative:
One cadd extension sets was returned for analysis. The returned sample of one ext. Set product and the sample was received in used conditions and without its original packaging. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination and no discrepancies were found. Leak testing performed using hydrostat vessel and there was a leak detected in the air vent of the filter. The customer's reported problem was confirmed. Investigation was open in order to identified root cause and implement proper corrective actions. However, the following actions were taken per previous complaint, a notification of this complaint to the production personnel was conducted by the production supervisor. The problem source of the reported problem is unknown.

Event description:
It was reported that the device was in use with patient for infusion of blincyto. The reporter stated leakage was noted at the filter area. The reporter stated the device was replaced to continue infusion. No adverse effects to patient reported.